Event description:
It was reported that there was observed from the small ballon of the nim catheter. A new catheter was used for the operation. There was no report of patient impact.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The electrode wires were found intact to the emg tube and appeared to be free of damage. During manufacturing, inspection is performed on devices for cuff leak test. A cuff water test was performed as per xpi-s 8229306j emg tube, reinforced, single channel rev q, section 12.39.1 'inflate cuff with a minimum of 20 cc of air using syringe. Submerge inflated cuff in clean, deionized water. Air bubbles shall not leak from any area of the unit. Visual, functional, 100%.' The cuff was inflated and submerged, and bubbles were visible indicating a leak in the cuff. Under magnification, the cuff appeared to have a pin-hole size tear close to the proximal end. The tear on the cuff appears to be most likely related with customer handling/maneuvering of the device during use. Method: microscopic inspection.

Event description:
It was reported that after intubating the patient, a leak was observed from the small balloon of the nim catheter. A new catheter was used for the operation. There was no patient impact.

Manufacturer narrative:
It was reported that after intubating the patient, a leak was observed from the small balloon of the nim catheter. A new catheter was used for the operation. There was no patient impact. (B)(4).